Manufacturer narrative:
The investigation determined that reproducible, higher than expected vitros crea results were obtained from a single patient sample (sample 1) tested on three different vitros 5600 integrated systems, when compared to a second sample (sample 2) collected from the same patient approximately 4 hours later. The most likely cause of the event is an unknown issue associated with sample 1. An unknown sample interferent or contaminant cannot be ruled out as contributing to the event. Based on the issue occurring on three separate vitros instruments, it is unlikely an instrument related issue contributed to the event. The historical quality control data review indicates the vitros crea slides were performing as intended and did not likely contribute to the event. In addition, it is unknown if the customer was adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible cellular debris, due to poor sample preparation, was present in sample 1, although this could not be confirmed.

Event description:
A customer obtained higher than expected vitros crea results when testing a single patient sample (sample 1) on three different vitros 5600 integrated systems (j1, j2, and j3), when compared to a second sample (sample 2) collected from the same patient approximately 4 hours later. (B)(6). A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The vitros crea result of 2.93 mg/dl obtained from sample 1 was reported outside of the laboratory, however, there was no reported allegation of harm as a result of this event. (B)(4).